Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. The device had visible residue on the handle. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device isn't expected to return for laboratory analysis.